Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis component migration.

Event description:
On (B)(6) 2017, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm (evar). The patient tolerated the procedure. It was reported that the gore® excluder® aaa endoprosthesis (rlt351414/16321885) appeared to migrate distally on recent computed tomography (CT) follow up (date is unknown). The endoprosthesis was approximately 2cm distal from the right renal artery. The right renal artery was previously stented prior to evar procedure in 2017. The right renal artery is now occluded and atrophic. On (B)(6) 2020, the physician reintervened and two gore® excluder® aaa aortic extender endoprostheses (pla360400) were placed via left access up to the level of the left renal artery. The patient tolerated the reintervention. No proximal type 1 endoleak was noted on angio. The size of the aortic neck is unknown. The angulation was less than 60 degrees infrarenal. The cause of the migration is not known.